Event description:
In 2009, the pt's fiance reported that the pt's infusion sites are not sticking to his skin. The pt works outside and he is very active and sweats a lot. The infusion side was changed this morning, and it has already fallen off of the pt's body. The pt cleans his skin with IV prep wipes. But he does not allow the area to dry until it is sticky. The infusion site is inserted while the skin is still wet. The caller was educated on the proper procedure. No physiological effects were reported. The pt was sent an infusion site insertion device, replacement infusion sets, information on infusion site management, and adhesive dressings. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.